Manufacturer narrative:
A ge representative evaluated the system and cleaned and reseated the connectors to the power supply and charger boards. System operates as intended.

Event description:
The customer reported the system displayed a charge error. No patient injury was reported.